Event description:
It was reported that during the implant procedure, the pacing threshold measurements increased from 1.6v to 4v. The physician performed multiple attempts to reposition the lead with no success. It was thought that the increase in pacing threshold measurements was caused by a cardiac perforation as there was blood present in the pericardium, however, this could not be visualized during the procedure. At the fourth repositioning attempt, the patient became hemodynamically unstable and a pericardial window was performed. The lead was finally repositioned with electrical measurements within normal limits and remains in service. No additional adverse patient effects were reported.